Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04266. Will be returned.

Event description:
It was reported that the instrument broke while reaming.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified both items are fractured near the hex ball end. Further analysis determined the fracture surface artifacts indicate a ductile torsional overload fracture device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) upon reassessment, it has been determined that this device did not cause or contribute to serious injury and has not been reported for doing so previously. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment, it has been determined that this device did not cause or contribute to serious injury and has not been reported for doing so previously. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.